Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No frozen display noted. Insulin pump had a cracked display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 186 mg/dl. Customer stated that everything is frozen and the insulin pump is still not working even after changing the set and battery. Insulin pump will need to be replaced. No additional information provided.